Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
During a follow-up the physician observed the capture thresholds had increased and the sensing had decreased. The physician noted that the rv lead had dislodged under x-ray. The lead was repositioned successfully.